Event description:
The user reported that while repositioning catheter in the distal left anterior descending artery, the aspiration catheter and guide wire got stuck in the guide catheter. The physician was unable to advance or retract the wire or aspiration catheter. The physician removed all the devices. The physician replaced the guide wire, guide catheter, and aspiration catheter (pronto low profile). No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The user did not indicate if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The returned device was visually examined. The aspiration catheter rapid exchange lumen has material deformation at the proximal end. There are two kinks in the catheter shaft at 54 and 79 mm distal from catheter hub. Root cause of the damage is consistent with the aspiration catheter being extended beyond the guide catheter tip far enough to allow the guide wire to "loop" or develop "slack" at the proximal end of the exchange lumen and then pulled back into the guide catheter.